Manufacturer narrative:
Additional information was provided in b.5., and h.11 based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious malfunction. No further reports required. The manufacturer internal reference number is:(B)(4).

Event description:
Additional information has been received and it states that event occurred during preparation and the device was not in contact with patient's eye.

Event description:
A pharmacist reported that during intraocular lens implantation surgery, when the cartridge was in eye, iol (intraocular lens) failed to progress within the cartridge. Hence the intraocular injection could not be performed. The procedure was completed with another unspecified backup lens. There was no impact on patient. Additional information has been requested, but no further information is available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).